Event description:
Related manufacturer reference 2030404-2014-00036, 3005188751-2014-00045, 00046, 00047, 00048. During an electrophysiology ablation procedure, a pericardial effusion occurred. A livewire duo-deca ep catheter was placed in the coronary sinus. Two transseptal punctures were made using one brk transseptal needle. A fast cath transseptal introducer and a swartz braided transseptal introducer were then placed in the left atrium. Ablation of the cavotricuspid isthmus was completed with a therapy cool path ablation catheter. A reflexion spiral ep catheter and the therapy cool path ablation catheter were advanced into the left atrium to isolate the pulmonary veins. Upon reentering the right atrium to confirm successful ablation, a pericardial effusion was noted via intracardiac ultrasound. A pericardiocentesis and a pericardial window were performed. The patient was extubated and in stable condition. There were no performance issues noted with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk during the use of this device in the heart.